Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory. Analysis found damage to the output stage transistors. The cause of the transistor damage could not be determined.

Event description:
It was reported that an alert for output circuit damage was observed. Aborted shock was also noted. Device and lead were explanted and replaced.